Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced inability to charge the device using a wireless charging pad, evidenced by the charging pad light not remaining solid and the ilet not consistently displaying the charging status. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included guided troubleshooting to verify charger type, reconnection of power, device orientation without the clip, outlet function, observation of pad indicator behavior, removal of possible electromagnetic interference, and assessment of battery sufficiency for continued use. Investigation of this case revealed that the device charged when using the correct beta bionics charging pad and wall adapter, and a replacement charging pad and adapter were provided to address suspected charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a charging accessory issue consistent with charger or power-supply malfunction rather than a pump malfunction.